Manufacturer narrative:
The returned device was evaluated and the investigation found evidence of corrosion. The origin of the leak could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
It was reported that the customer's blood glucose reached 420mg/dl while wearing the pod between 4 and 24 hours. Treatment included manual injection and activating a new pod. The product was returned for evaluation. The patient's blood glucose, carbohydrate, and insulin history is as follows: time: 10:00am, bg(mg/dl): 237, cho(g): 74, bolus(u): 1.75; 12:45pm, 420, 2.1.